Event description:
A report that the pt's precision system was explanted was received. The pt was explanted due to infection at the ipg site. The pt's symptoms were tenderness, pain, and discharge from the ipg site. The pt was prescribed IV antibiotics. The pt is reportedly doing well.